Event description:
The manufacturer received information alleging a ventilator was alarming for a continuous low minute ventilation and the device malfunctioned. The patient was hospitalized and switched to a different ventilator. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed, however, a low minute ventilation alarm is not an indication of device malfunction. The device was evaluated and no malfunction was observed. The device was found to operate and alarm as designed.